Event description:
Add'l info received from MFR 12-23-02: the referenced complaint was based on a fradulent report prepared by an employee of erchonia medical, the co's competitor. A temporary restraining order issue in federal court against erchonia and a true engineering evaluation of the safety of the footbath MFR distributes. MFR is in the process of suing erchonia for distributing this slanderous report and will subpoena the agency for an open copy of this document should it be needed at an evidentiary hearing.

Event description:
Potential shock hazard if device is used with 2 prong adapter on 2 wire extension cord. While investigating various ion generating foot bath units currently being marketed in the united states, rptr has discovered a potentially serious electrical shock hazard that exists in one particular foot bath unit. Rptr is unaware of the MFR of these units but they are being marketed under the trade name of "ion cleanse". The units are powered by ac mains driven switching type of power supply that is ul listed which in itself is not the problem. When this, or any similar transformer-less power supply is used in conjunction with the ion-cleanse unit, an electrical shock hazard exists. The problem is that one of the two electrical connections available from a standard wall mounted electrical outlet is essentially directly connected to one end of the "array" that is used to generate the "ion-field" from the unit. This array is immersed in water and the pt then immerses his/her bare feet in the same bucket of water. This use of the device effectively places the pt's body in direct connection with one of the 120 vac electrical wires available from a standard household electrical system wiring. Rptr has measured between 60 and the entire 120 vac line potential between one of the electrical connections available from a standard ac outlet and the water in the bucket while the ion-cleanse unit was connected to the ac mains through a non-grounded 3 prong to 3 prong electrical adapter available at any hardware store. A similar problem was noted while using the unit when plugged into the ac wall outlet through a 2 wire household extension cord. This potential shock hazard exists whenever the ion-cleanse unit is connected to the ac mains wiring and the array is immersed in the bucket of water. The ion-cleanse unit need not be turned on or even operating for this shock hazard to exist.